Event description:
It was reported that the user accidentally stopped a dexcom g6 sensor session during warmup, after which pairing to the ilet failed and the session could not be resumed; a new g6 sensor was applied and entered warmup. Symptoms included transient hyperglycemia with a reported peak of 210 mg/dl without associated adverse symptoms. Outcomes included self-management without back-up therapy, no ketone testing, and no medical intervention or hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed pairing could not proceed because the original sensor session was stopped during warmup, necessitating initiation of a new sensor session. It was concluded, based on previously established findings for similar reports, that the cause was user handling resulting in an interrupted sensor session that prevented pairing continuity.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.